Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 6 infusion sets adhesive from 21-mar-2024 and 15-may-2024. The patient reported infusion set fell off during use while he accidentally pulled out due to tubing catching on something or pump falling. The patient was doing physical activity//sweating, swimming, or bathing the patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 6